Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the following led to the malfunction: high energy endo therapy accessories (laser, radiofrequency, etc.) Were used without sufficient distance from distal end. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use: gif-hq190 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope gif-hq190 operation manual chapter 4 operation: 4.3 using endotherapy accessories olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited burning and melting of the plastic distal end cover at the forceps port. There were no reports of patient involvement.